Event description:
Patient reported, the infusion device suddenly vibrated and turned off. Patient stated immediately afterwards, the infusion device switched on automatically giving an e8 (power interrupt) error message on the display. Patient reported the issue occurred several times in the last 3 days. Patient reported trying to solve the issue by changing the battery and battery cover but the issue persisted. No further information is available. No physiological effects were reported. The patient did not report needing assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.

Manufacturer narrative:
Conclusion: the complaint cannot be verified due to a mishandling of the product. Result the coil of the backlight is broken due to a mechanical impact and the winding is loosened. The wire of the backlight inductor is wrapped around the vibra and resulted in temporary short circuits in the insulin pump electronics. E8 were found in the history. There is a short circuit on the power supply path of the insulin pump electronics. Due to this defect the pump restarted and correctly triggered the error message e8. The problem mentioned by the customer is related to mishandling of the product by the customer.